Manufacturer narrative:
Add'l info rec'd subsequnt to submission of the initial report indicates that the specialist, after being unable to retrieve the separated piece, filled the canal with the piece in place.

Event description:
A file separated in the canal during a procedure. The patient was referred to a specialist for further treatment, though outcome of the event is not known as of this report.